Manufacturer narrative:
This report is filed, january 19, 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. On (B)(6) 2015 the patient was prescribed oral antibiotics (duration not reported). On (B)(6) 2015 the patient was seen for follow up and prescribed another two week course of oral antibiotics. As of report dated (B)(6) 2016 the infection has resolved. The implanted device remains.